Event description:
The customer reported that the device had "need calibration errors". This message is unexpected as they had calibration done 3 months ago. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.